Event description:
It was reported to philips that the ECG measurement panel damaged. The device was reported to be in use, but there was no adverse event.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) confirmed the measurement panel needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.